Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported false positive result. Negative by follow up test. Type or method of follow-up test not specified. Asymptomatic.

Manufacturer narrative:
Section h6: type of investigation - code 11 has been removed; investigation findings - code 213 has been corrected to 170; investigation conclusions - code 22 has been corrected to 143.

Event description:
User reported false positive result. Negative by follow up test. Type or method of follow-up test not specified. Asymptomatic.